Manufacturer narrative:
Covidien/medtronic reference number (B)(4).

Event description:
Covidien/medtronic received a report the patient passed away on home-care. Patient was using a ventilator from (B)(4). At this time there is no evidence to suggest a device malfunction or if the bedside monitor had contributed to the patient event. Covidien is requesting additional information including date of patient death, failure and patient identifier information. If additional information is received, the information will provided and updated in a supplemental report.